Event description:
The time of event is unknown. There was no report of patient harm. Distal body damage.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective gluing. In addition, we confirmed that the suction channel buckled, the light guide cable cut, the us connector cable worn out, and the us probe failure; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue dropped into the human body. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.